Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the cooler heater unit ws slow to rewarm and the flows were low. The device was not changed out, as the unit was slow to rewarm but they finished case no problem. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the pt. Per the clinical review on 03/25/2015: according to the info provided, rewarming of the pt took longer than expected and when the user facility's biomedical engineer (biomed) inspected the unit after the procedure, the water flow through the main water outlets ws less than expected. The biomed found that filters were dirty (were cleaned) and the quick connects were checked. Water flow improved dramatically. The case was completed successfully, with no delay and no associated blood loss. There was no harm observed.

Manufacturer narrative:
Per technical support, the user facility's biomedical engineer (biomed) was able to get it to heat, but the flow seemed to be less than normal. There were three holes on the cold plate arm. The biomed reported to technical support the next morning, that after cleaning the filters per technical support's recommendation, and working with the quick connects, the flow was double what it was before. No water over the cold plate during rewarm, therefore valve #1 was okay. The cooler heater unit was working great now with no problems. There will be no parts returned for further eval by the manufacturer. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.